Manufacturer narrative:
Na.

Event description:
The customer received a questionable high elecsys troponin t stat assay result for one patient sample from the cobas 6000 e 601 module. The patient had come to the emergency department with a complaint of epigastric pain. The initial troponin result was 0.508 ng/ml and was reported outside of the laboratory. The patient was admitted to ICU based on the result. The sample was repeated as the result from a previous sample three hours prior was <0.010 ng/ml. The repeat result was <0.010 ng/ml with a data flag. The customer called the ER nurse and corrected the report. A heart catherization had been scheduled, but it was cancelled. The patient was released on (B)(6) 2018. There was no adverse event. The reagent lot number was 30870401 with an expiration date of 30-apr-2019. The field service representative was unable to determine a cause. He checked the instrument function and measuring cell. Analyzer performance testing was successful. Calibration and qc results were within the customer's expectations. Based on the calibration and qc data, a general reagent issue was excluded. The investigation was unable to find a definitive root cause.